Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultra meter is prompting for the memory mode when he attempts to test. The patient managed his diabetes with oral medication. The product issue began on (B)(6) 2010 at 10 pm. The patient reportedly did not take any medication at the time of concern. Within 45 minutes, the patient developed symptoms of "thirst, blurry vision, and sweats." It would have been helpful to know what if any treatment the patient receive to abate the symptoms. There was no allegation of treatment for severe hypoglycemia or hyperglycemia due to the product issue. According to the troubleshooting performed with customer service, the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly had symptom that can be suggestive of hypoglycemia 45 minutes after the product issue began.